Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event was already reported on 0001526350-2018-00781. The initial report should be voided.

Manufacturer narrative:
This event is recorded by zimmer biomet in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Zimmer air dermatome not cutting smoothly. No adverse events were reported as a result of this product malfunction.